Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and post lumbar laminectomy syndrome. The date of the event was (B)(6) 2017. It was reported the patient was in the office on (B)(6) 2017 reporting increased pain. A volume discrepancy was noted; the volumes were unknown. The pump had a volume discrepancy again. There was less medication in the pump then expected; the actual residual volume (arv) was less than the expected residual volume (erv). Further troubleshooting will be done due to the current volume discrepancy. The dose will be increased (B)(6) 2017 and a dye study will be done within the next couple weeks. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported there was a miscommunication. There was no volume discrepancy on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative. It was unknown when the patient started having volume discrepancies. The only thing that indicated it was that the patient had increased pain. No date yet for the dye study it should be scheduled soon per the physician. The current condition of the patient or their pain level was unknown as of this date.